Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 250 mg/dl - 275 mg/dl while wearing a pod for 2 hours. The patient reports they removed the pod and administered insulin via pen injection. The patients cardiologist reported the patients triglycerides were over 5000 and advised the patient to go to the hospital. Once at the hospital the patient was diagnosed with pancreatitis. The patient was treated with plasma exchange and IV insulin. The patient was released from the hospital after 6 days. It should be noted the patient was using an off label insulin of humulin r u500.